Event description:
Subsequent to the initial medwatch submission, the following information was received. There were no reported adverse patient effects and no medical interventions were required. The patient's vital signs were reported to be stable. A replacement deice was utilized to continue the therapy.

Event description:
The patient received less medication than intended. The report stated: "patient was prescribed cardizem drip to run at 15cc/hr. Drip placed on triple infusion pump. Cardizem set to run on channel #3. Infusion pump door closed but "shut a little hard." Nurse started infusion, pump appeared to be functioning, no alarms, infusion light flashing appropriate. Nurse left the room and came back a while later. She noted that the bag did not look as if any of the medication had infused. Upon further investigation noted that small wheel on door had broken off-did this cause a malfunction to occur? No alarms ever sounded to alert of potential problem. Door did shut with effort. Patient was not adversely affected." Multiple unsuccessful attempts have been made to obtain additional information.